Event description:
A customer contacted beckman coulter, inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system. A pt sample was tested for accu tni and a result of 2.73ng/ml was obtained. The original sample was re-tested and repeated results were: 2.44ng/ml and 2.39ng/ml. A fresh sample was collected from the pt and accu tni result of 2.45ng/ml and 2.39ng/ml were obtained. The 2nd sample was tested for troponin by a different method which gave a "negative" result. (Actual result was not supplied). It is unk if accu tni results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within range before the event. System check was within specifications. The specimens were collected in bd, serum and edta tubes with gel and were centrifuged at 1,800 g for 10 minutes. Customer questioned results only from this pt samples. Other cardiac tests performed on this pt gave normal results. A field application support (fas) was dispatched to the customer's lab: the fas performed field diagnostic testing with good results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.